Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Subsequently, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 133 mg/dl.